Event description:
It was reported to globus that a pt required revision surgery due to a rod breakage. The original case was a unilateral in-line connector case. Due to pt anatomy, a bilateral construct was not an option. The revision surgery took place on (B)(6) 2015.

Manufacturer narrative:
Upon eval, the measurements of th erod were within dimensional specifications. Material identification confirmed the implant was composed of titanium aluminum vanadium (tav). The complaint reported the implant was used in a unilateral construct which may have increased the loads experienced by the rod. No info was provided as to pt activity level, location of the rod within the spine, fixation points, or the remainder of the construct. The exact cause of the reported issue cannot be ascertained. Without the lot number, we are unable to determine the date of MFR.